Event description:
The perceval was indwelled on (B)(6) 2020. On (B)(6) 2020, av block occurred. A pacemaker was implanted on (B)(6) 2020, and the av block was confirmed improved so the patient was discharged from the hospital. Based on additional information received, it was reported that the patient did not have any conduction abnormalities or other arrhythmia issues pre-operatively. No concomitant procedures were performed at the time of the perceval valve implant. No device malfunction were identified and there was no difficulty with the implant.

Manufacturer narrative:
Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release.

Event description:
The perceval was indwelled on (B)(6) 2020. On (B)(6) 2020, av block occurred. A pacemaker was implanted on (B)(6) 2020, and the av block was confirmed improved so the patient was discharged from the hospital.